Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context such that the suture was caught in the foot when the lever was actuated to close the foot and contributed to the reported device entrapment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: (B)(6) hospital.

Event description:
It was reported that this was venotomy closure of the common femoral vein using a prostyle device during a cardiac ablation interventional procedure using a 7f sheath. Reportedly, when an attempt was made to remove the device from the vein, it was stuck and could not be removed. The lever had closed completely and the foot retracted prior to attempting removal. A guide wire was reinserted, the suture was cut, and the device was then able to be removed. It seemed that the suture had become entangled which caused the device to become stuck. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.